Event description:
It was reported that during a surgery procedure, the surgeon was using a fluted reamer with a handle. Near the end of the procedure, when the drilling was finished, he noted that the tip of the fluted reamer was broken off. An x-ray confirmed that the piece remains in the femur of the patient. No revision surgery was scheduled.

Manufacturer narrative:
Additional information will be provided once investigation is complete.